Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the msm20 was received with the body bowed. In an attempt to replicate the reported incident, the device was cycled and it ejected fourteen clips; the instrument locked out as intended. The jaws opened and closed without any difficulties during analysis. In addition, the antibackup mechanism was found to be non-functional during the analysis. The device was disassembled in order to evaluate the condition of the internal components; upon disassembling, the hoop spring and the antibackup lever were found to be out of its intended position, this condition may have caused the instrument to not feed clips as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as what may have caused the ejecting incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device remained closed on the tissue. The clamp is blocked at the first clip which has not been closed. There was tearing of the vessel. No transfusion necessary. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did clip tear vessel or did jaws of device tear vessel? Jaws of device was user ever able to open device off of tissue? Yes.